Manufacturer narrative:
Patient age and sex provided per medwatch (B)(4). Additional information provided per medwatch (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the reported event. It was reported that the navigation system froze twice during the surgical case. The machine had to be rebooted approximately 6 times. The second time, it froze and had to be rebooted and still did not work. The surgeon asked for an image guidance machine to be borrowed from outside hospital. At this time, the team leader was able to reach out to the company representative and had a loaner navigation system brought in for the case. The procedure continued without the use of the image guidance machine for an hour.

Manufacturer narrative:
Additional information provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system became responsive again for a limited amount of time before freezing up again, allowing the site to complete the procedure.

Manufacturer narrative:
Patient information was refused from the site. Other applicable components are: product ID: 9736119r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became unresponsive during surgery. The manufacturing representative went into the room and rebooted the system and it recovered. After the manufacturing representative left the room, he was notified the system became unresponsive again. After a software uninstall and reinstall, the system continued to become unresponsive. There was no impact to patient outcome as a result of this issue, and a less than one hour delay to the procedure.